Event description:
Patient reported having experienced extreme sensitivity in tooth #3 due to unnatural shifting caused by the aligners. After two years of treatment they still have crowding in their lower front teeth that has worsened.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.